Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc blu 22ga x 1.0in frayed. The following information was provided by the initial reporter: "it was reported by the customer IV catheter noted to be frayed during IV insertion attempt. Noted when catheter removed from patient. The nurse that inserted the IV states she did not pull back on the needle and reinsert into the catheter."

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed; however, the root cause could not be determined. One 22g insyte autoguard device from lot #3249704 was provided for investigation. Damage was observed at the catheter tip, which was consistent with needle puncture damage. As the unit had been opened and manipulated, it could not be determined if the damage originated during manufacturing or during use. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. The instructions for use (IFU) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. The complainant indicated that the needle was not re-inserted.